Event description:
It was reported that a lead safety switch (lss) was activated in this cardiac resynchronization therapy pacemaker (crt-p), switching from bipolar to unipolar mode due to high out-of-range right ventricular (rv) lead pacing impedance measurements exceeding 3000 ohms. Technical services (ts) reviewed the event and stated that no noise was observed in the electrogram (egm). Ts provided reprogramming options and recommended further evaluation of the rv lead, including isometric exercises, as a lead fracture was suspected. No adverse patient effects were reported. This rv lead remains in service.

Event description:
It was reported that a lead safety switch (lss) was activated in this cardiac resynchronization therapy pacemaker (crt-p), switching from bipolar to unipolar mode due to high out-of-range right ventricular (rv) lead pacing impedance measurements exceeding 3000 ohms. Technical services (ts) reviewed the event and stated that no noise was observed in the electrogram (egm). Ts provided reprogramming options and recommended further evaluation of the rv lead, including isometric exercises, as a lead fracture was suspected. No adverse patient effects were reported. This rv lead remains in service. Additional information was received indicating that, apart from the high out of range pacing impedance measurements, loss of capture (loc) was also noted in the bipolar configuration. Consequently, the patient underwent a revision surgery in which this rv lead was surgically capped and replaced. No additional adverse patient effects were reported.